Event description:
It was reported that the down arrow button sticks. It was reported that water is not exposed to the pump and there is no keypad peeling.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.